Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure during ventilation of a patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The fault was isolated to the turbine module which was replaced and returned for investigation. Simulated use testing of the received turbine module could not reproduce the reported failure, when mounted into a reference test ventilator device, the unit passes pre-use check and simulated ventilation for thirty five hours without any generation of faults. Previous investigations have however shown that the reported issue has an intermittent nature. Evaluation of the received ventilator logs can confirm the generation of the technical alarm during ventilation. Our investigation concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100 % o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.